Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report that insulin is squirting out of the insulin pump's infusion set during manual priming. Customer also reported damage to the reservoir window. Customer states they were not wearing the pump during priming. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 124 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube, a cracked case at the reservoir tube window corner, and a missing end cap sticker.